Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown femoral head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to multiple dislocations and instability.

Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Concomitant medical products: catalog# 00-8757-052-00: continuum shell, uni, 52 ii: lot# 61817873. Catalog# 00-7711-010-40: m/l taper, ext. Offset, red. Neck, 10: lot# 60707589.